Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing confirmed the reported internal battery not charging issue and no power output from the power supply unit. Review of the device data logs also revealed system fault 74. Based on all available evidence and complaint investigations of a similar nature, the reported internal battery not charging issue was due to an isolated component failure within the device main circuit board (pcba). The reported no power output from the power supply unit was due to excessive force applied to the cable. The system fault 74 was due to a software issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that when an astral device was connected to ac power, it failed to charge its internal battery. The device also displayed an error message (sf74) indicating a software task fault. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that when an astral device was connected to ac power, it failed to charge its internal battery. The device also displayed an error message (sf74) indicating a software task fault. There was no patient injury reported as a result of this incident.